Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse (field service engineer) was dispatched and on 08-mar-2016 found pressure low, as compared to previous maintenance log, due to leaky filter, causing p00 peaks and higher retention times. Tightened filter, adjusted flow factor from 1.13 back down to 1.05, ran multiple specimens with no errors. Calibrated and ran controls with no errors. The most probable cause of the reported event was a loose filter.

Event description:
On (B)(6) 2016 the customer reported p00 peaks - sa1c high rt (retention time) flag error with their hlc-723g8 analyzer. Customer reported that the poo peaks and sa1c rt (retention time) is still high at 0.63, ff (flow factor) 1.09. Cgrams look good and baselines ok. They will adjust the ff from 1.09 to 1.13. Customer called back and reported that the new ff adjustment to 1.13 did not resolve the poo peaks and high rt's. Still receiving the check peaks and check rt's. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results.there was no indication of patient intervention or adverse health consequences due to the delay in reporting.